Event description:
Pt received a box of pen needles where about 1 out of 7 are defective. There was no sign of damage to the box or the sealed pen needle prior to use. Pt is a nurse with many years history of administering insulin and has been using pen needles herself since march. When she comes across a defective pen needle and she changes to a new pen needle. The does can be delivered.